Event description:
A customer reported that an infant incurred a laceration during removal of the fetal scalp electrode. A nurse reportedly had placed the fetal scalp electrode, due to poor fetal heart rate. The infant's fetal heart rate decreased with maternal pushing; therefore, an immediate caesarean section was required. A nurse attempted to remove the fetal scalp electrode, but reportedly experienced difficulty. The nurse then cut the fetal scalp electrode, attempted to remove it again, and pulled the electrode out. A laceration was noted following delivery, and several sutures were placed due to bleeding. The staff reportedly believes that the injury was due to the fetal scalp electrode being pulled off of the infant's head.

Manufacturer narrative:
The customer reportedly discarded the fetal scalp electrode, therefore, the device is unavailable for investigation. Subsequent attempts to collect info and f/u with the customer were unsuccessful. Ge healthcare provided the customer with a reference guide entitled "application of the corometrics qwick connect plus spiral electrode." The reference guide is included with this report.